Manufacturer narrative:
Phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the display of the intellivue mx550 patient monitor kept freezing and the monitor needed to be rebooted by the customer to address the issue. The waveforms and patient data were not updating. The device was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.

Event description:
It was reported that the display of the intellivue mx550 patient monitor kept freezing and the monitor needed to be rebooted by the customer to address the issue. The waveforms and patient data were not updating. The device was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.

Manufacturer narrative:
H3 other text: device not returned.